Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of incident. Customer also reported that reservoir was coming unscrewed and they did not get insulin. Customer reported that they used the syringe to correct the blood glucose. Customer stated that reservoir retainer ring had damaged and the reservoir did not locked in place. The device will be returned for analysis.